Event description:
Additional involved component was reported: nk530k - isodur prosthesis head 12/14 32mm m - lot 52306317.

Manufacturer narrative:
B5: additional information received / involved component reported after device return. Investigation results: visual investigation: the components were examined visually and microscopically. The fracture of the prosthesis stem occurred in the proximal area at the transition from stem to neck. The fracture surfaces from the distal as well as from the proximal fragment are not well preserved. Both surfaces show intense secondary damages (metallic bright shining areas). These damages are a result of relative movement of the both fragments to each other during the fracture event and the revision surgery. Therefore a fractographic investigation is only hardly possible. The proximal fragment shows hardly visible arrest lines which mark the beginning of the fracture laterally. The further fracture runs from lateral to medial. The characteristics present are indicative of a fatigue fracture. In general the fracture surface does not show any abnormalities like blowholes or other foreign inclusions in the material. A little hole was drilled into the distal fragment -> according to the information from the subsidiary "to remove the prothesis". The provided x-ray figure give no clear hints regarding the root cause of the stem breakage. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results the root cause is most probably a fatigue fracture. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is no CAPA necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product excia l cemented. According to the complaint description, it was reported that the patient had a fracture of the stem after 3 years and 6 months. There was no trauma involved in the fracture. A revision surgery was necessary. It was noted that a hole was drilled to remove the prosthesis. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4).